Manufacturer narrative:
Report confirmed. No evaluation of the f2/8ta23 tool was performed as it could not be located upon receipt of the items. An f2/8ta23 tool supplied by r and d was used to evaluate the returned af02 attachment and the em100-a motor. The tool seated correctly in the motor collet. There was sufficient clearance between the tip of the tool and the foot on the attachment. The attachment was disassembled to assess the condition of the ball bearings. The inner race on the distal bearing would not rotate freely, but was still providing tool support. There were no findings noted that may have contributed to the tool breakage. The tool fracture described in the event typically occurs when excessive bending is applied to the tool during use. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Event description:
It was reported that during a procedure performed to a (B)(6) man, a craniotome b-1 was used to make the craniotomy. During the linear portion of the craniotomy, the craniotome drill bit broke. The field was searched and the drill bit was not present. An x-ray was ordered to look for the missing drill bit. As we began our skin closure, the intraoperative x-ray came back and revealed that indeed the approximately 1 cm drill bit appeared to be in the parenchyma. The incision was opened and the bony craniotomy was removed. The dura was reopened. Under direct fluoroscopy using c-arm guidance and retrieve the foreign drill bit. No additional information was available on follow-up.